Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of an erroneous low results for 1 patient tested for (B)(6) pt ((B)(6)) on a cobas 6000 e 601 module. The initial (B)(6) result was 0.191 coi ((B)(6)). The sample was repeated on the e601 module and the result was 30.20 coi ((B)(6)). On (B)(6) 2018 the sample was repeated on the e601 module with a result of 28.83 coi ((B)(6)). On (B)(6) 2018 a new sample was obtained and the result was 0.158 coi ((B)(6)). The incorrect results were not reported outside of the laboratory. There was no allegation that an adverse event occurred. The (B)(6) lot number was 294754. The expiration date was not provided. Qc results were within the acceptable range.

Manufacturer narrative:
The sample from (B)(6) 2018 was tested by the western blot method and the result was negative.

Manufacturer narrative:
The (B)(6) combi reagent expiration date was jul-2018. The initial sample was also tested by the (B)(6) duo ultra method and the result was positive. The actual result was not provided. According to the results from the (B)(6) 2018 sample the patient is (B)(6). The initial negative (B)(6) result is believed to have been correct. It is not known why the customer repeated the initial sample. The investigation was unable to determine a definitive root cause for the positive results from the repeat testing performed on the e601 module or the (B)(6) duo ultra method.